Event description:
Pt found in locked car when first reached by paramedic crew and found to be in ventricular fibrillation. The mrl 360slx ECG mon/defib was set for 360 joules and was discharged x2 successfully but without converting the arrhythmia. When the 3rd consecutive shock was attempted the battery gave out and the "spare" battery was also depleted. The pt was transported to the nearest approved comprehensive ER facility under CPR and 100% oxygen. Shortly after the failed 3rd shock, the pt self-converted to asystole and remained until declared dead on arrival.

Event description:
Add'l info rec'd from MFR 11/7/03: h6. A broken low-voltage male pin from the therapy cable was observed to be stuck inside the female pin of the device therapy connector.